Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6)2024 to treat foot pain after having participated in a trial phase with nalu. After activating the system on (B)(6)2024 the patient reported that the permanent system was not providing the same level of pain relief as was felt with the trial system. On (B)(6)2024 a surgical revision was performed to replace the implanted leads. The original leads were placed targeting only the tibial nerve, the new lead placement included both the tibial and common peroneal nerves to better capture the pain location.

Manufacturer narrative:
There is no allegation of any component failure or malfunction and no reports of migration of the implanted components. It appears that the placement of the permanent system did not adequately mimic the trial system and failed to capture the pain location. Malposition of the implanted leads was corrected with the new lead placement.